Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a ¿device not found¿ error when attempting to pair the transmitter with the pump, along with a loss of communication between the transmitter and pump, which resulted in the use of five sensors. The customer also noticed a short battery lifetime of the insulin pump. The blood glucose value at the time of the event was unknown. It was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-332a, mmt-387a, and mmt-1884. Troubleshooting was performed for the loss of communication by ensuring only one transmitter was paired, fully charging the transmitter, and reconnecting. The issues were resolved after re-pairing the transmitter, and the customer was able to start a new sensor. Troubleshooting was not performed for the short battery lifetime. Troubleshooting was not performed for hyperglycemia. No further patient complications were reported. No product replacement or return was required for mmt-332a, mmt-387a and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.